Manufacturer narrative:
Device passed displacement test and self test. No audio/vibrate anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarm and customer was not notify it all the time. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. The device will not be returned for analysis.